Event description:
It was reported that patients lead had migrated. The patient underwent a revision procedure wherein the leads were replaced. No device malfunction suspected. The patient was doing well postoperatively. The explanted device components were discarded.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2218700; model: sc-2218-70; serial/ batch: (B)(6).